Manufacturer narrative:
The system was tested numerous times and the cause of the high shock impedance measurements could not be determined. The system remains implanted. Should additional information become available this event will be updated.

Event description:
--

Event description:
Additional information was received indicating this device exhibited a high out of range shock impedance measurement. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that at a normal device change out procedure, this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements greater than 125 ohms. The defibrillation lead implanted with this crt-d was tested through a pacing system analyzer (psa) and measurements were acceptable. A different crt-d had been attempted with the lead prior to this device which also had high shock impedance measurements. It was noted that there was a great amount of calcified growth over the device that was replaced which lead to difficulty removing the system from the pocket. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating defibrillation threshold (dft) testing was completed and acceptable shock impedance measurements were observed. The available information suggests this system remains in service. Should additional information become available this event will be updated.

Manufacturer narrative:
Additional information was received from the field indicating the patient was seen in clinic. Shock impedance measurements were observed to be the same as the documented shock impedance measurements from implant. No further evaluation was completed. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.